Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neuro stimulator for spinal pain. It was reported that the patient's pain was back to being terrible and the implantable neuro stimulator (ins) was not reaching where his pain was. The patient stated that the pain got back to where it was absolutely terrible where the patient was having a hard time standing on both feet at the same time. The patient stated that they felt the pain start in their spine where the leads went in. The patient stated that they tried to make adjustments to the best of their knowledge. The patient indicated they did not try too much in depth because they did not want to mess anything up. The patient stated that they had similar problems last year and met with a manufacturing representative (rep) who made adjustments for them. The patient said the rep showed them how to adjust the different zones and if the patient had any problems to call him. The patient said they did not have the reps card any longer. The patient was wondering if they needed another adjustment at this time. The patient also wondered if anything needed to be done with the battery. Patient stated the issue occur once a year it got terrible. Product service specialist (pss) redirected the patient to follow up wi th a health care professional (hcp) to discuss programming adjustments. Pss offered to troubleshoot but patient stated they were unable to at the time. Pss indicated that once the patient found a hcp they could request to have a rep in the office. The patient indicated that they did not have a hcp due to hcp no longer taking their insurance. Pss sent patient hcp listing. No further patient symptoms or complications were reported from this event. [Refer to pe# 701883433 for details pertaining to ins for right leg, back and right hip pain.]